Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline. The service group inadvertently neglected to report the MDR event to regulatory affairs. The service operators have been retrained on the MDR requirements.

Event description:
It was originally reported by the customer that the ventilator had been dropped and would not power up. The service department noticed the ventilator had "no turbine operation."